Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device overheated and the operation slowed down. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: incorrect device manufacture date: the device manufacture date was incorrectly documented. The device manufacture date has been updated from 12/15/2015 to 12/16/2015. The UDI has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not confirmed. A functional assessment was performed and the device passed all tests and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon subsequent follow-up with the customer, additional information was received. The reporter clarified that the event occurred during an unspecified surgical procedure on (B)(6) 2018 . It was further reported that the device was used together with the small battery drive casing device and quick coupling device. According to the reporter, only the small battery drive device overheated. There was no allegation of malfunction against the two other devices. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. D11: the small battery drive casing device and the quick coupling device has been added in the concomitant medical products section. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.